Manufacturer narrative:
This f/u report is made with investigation of device that was returned to MFR on june 23. Investigation of device showed the tip of the microcatheter broken apart from shaft. Microscopic observation revealed the trace of rotational and pulling-apart force given to the corsair. It is inferred with the outcomes of the investigation that the devices might be trapped in the cto lesion, where rotational and pull back manipulation might be given to the micro catheter for bail out, resulting the breakage of tip section due to the force exceeding the product design limit.

Event description:
Reportedly, during the procedure to a moderately calcified cto lesion at rca artery, corsair catheter was advanced to the target lesion, where the corsair tip was separated from the catheter. Other MFR's microcatheter and unk guidewires were used to try to dislodge the tip from the lesion, also flushing was tried to the corsair, both unsuccessful. Separated fragment is still kept in the pt anatomy.

Manufacturer narrative:
Single reporter exemption # (B)(4). During processing of this complaint, attempts were made to obtain complete event, pt and device info. As of the date, the device has not been returned to MFR. Though the lot history review could not be conducted because the lot number was not available so far, since all the shipped products are inspected in the production process for meeting the product specs and release criteria, there is no indication of a product deficiency. Reportedly the device is expected to be returned, a follow up report will be submitted with add'l relevant info.